Manufacturer narrative:
This report is filed march 13th, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced extrusion of the implanted device. Subsequently on (B)(6) 2015, the patient was prescribed an oral antibiotic (duration not reported). On (B)(6) 2015 the device was explanted; during the same surgery, the patient was re implanted with a new device and skin grafting was performed. The device has not been made available for analysis as of the date of this report, january 22, 2015.